Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial lead was dislodged, confirmed under x-ray. There were no adverse consequences to the patient. The lead was repositioned. The procedure was completed with no consequences to the patient.